Event description:
Consumer reported that she burned her arm while in a tanning bed. She explained that on 4/28/99 she stretched her arm over the bed to tan on her side and burned a portion of her arm above her left elbow on the top of the end of the tanning bed. She also reported that the hard plexiglass at the end of the bed is melted and rippled. Rptr confirmed that her burns were thermal in nature, in contrast to being sunburn. She stated that she had taken photographs of her burns and of the tanning bed. She also said that salon does not provide protective eyewear for its clients who tan. Bed was inspected on 5/25/99. The acrylic surface on the base of sunbed was warped at both ends, and at one end the acrylic was cracked. Sunlamps were observed to be a source of heat less than 3 inches from the acrylic surface. The lamps observed in the sunbed were labeled as "goldarium s plus 11304/100w rapid start 73". The montego bay 2600 legend sunbed label calls for "sunmaster plus (p/n 26082) or FDA recognized equivalent" sunlamps. Senior mgmt svc mgr promised correction by 6/14/99. Firm was informed that documenting the compatibility of the present sunlamps with the sunbed would constitute correction, or that correction could be made by replacing the present sunlamps with sunlamps documented to be compatible. Svc mgr stated that most clients bring their own eyewear, and that eyewear is available for sale. She also said that corporate headquarters would have to approve any process for loaning eyewear to users. She said that she would contact corporate headquarters before the end of the day of inspection.